Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the carefusion factory service department examined the user interface module (uim). The reported issue was not duplicated as the uim performed normally with no issues throughout testing. Carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported while using the avea ventilator, the screen goes intermittently blank. The customer reported the unit was on a patient when the reported issue occurred. There was no harm or injury to the patient.